Manufacturer narrative:
Investigation results: the sample was not returned for investigation. Results refer to the information provided. The device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot (52596187) number. The failure is most probably not product related. Based on the provided information and without a product for investigation, a clear conclusion can not be drawn.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with elan 4 mis l13 disp.diam. It was reported that the burr stopped to working and on inspection it was found that shaft had broken. Surgery was stopped and they had to do with other handle. There was no patient injury. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).